Event description:
It was reported that the pt's device was protruding and the surgeon observed a small hole at the implant site. The pt underwent surgery to repair the skin, allowing the implant to stay in place.